Event description:
Local cosmetic surgeon who knew of my extremely long thin face offered free sculptra injections to combat the face wasting on my upper cheekbones caused by aging. I served as a demonstration (teaching) subject for the procedure. I was told there would be virtually no side effects once the painful procedure was complete. I did indeed look fabulous for 6 months, but then injectable started breaking down leaving clusters of hard visible modules ranging from 1/8 - 1/4". One layer would slowly dissolve over several months' time and another would take its place from underneath. It was a nightmare. At year 3 I finally went to a dermatologist to have him inject a medication so they would dissolve faster. Turns out as a result of my deleterious side effect, I was diagnosed as a keloid former. Now an even more serious collagen defect is suspected because of my propensity to develop scar tissue that has caused several other serious health during my lifetime, some of which are rare (scar tissue around breast implants that had to be "released" multiple times, scarred cervix/blood in uterus a few years after a uterine ablation, occluded right sinus following a nose polypectomy, pudendal nerve neuralgia, tennis elbow, etc. No one took a thorough medical history or screened me properly before injecting the sculptra even though the doctor who suggested me as a candidate knew of some of my related problems after replacing my ruptured breast implants. Dose or amount: several vials, frequency: one-time treatment, route: given into/under the skin. Dates of use: (B)(6) 2008 - (B)(6) 2011. Diagnosis or reason for use: cosmetic: to fill out long, thin-skinned, asymmetric face.